Manufacturer narrative:
Investigation summary - there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector tubing broke, snapping in half between the catheter and access ports and causing blood to freely leak from the insertion site. The following information was provided by the initial reporter: "bd nexiva closed IV catheter system (dual port) was inserted into patient (pt) left forearm for piv access for iol. No complications upon insertion, good flash back and blood return and flushed great. Piv buff capped and not in use for 2 hours. After 2 hours post insertion, pt resting comfortably and not using lfa and noticed bleeding from site. Rn called to bs and rn noted immediately that the tubing on the catheter system had snapped in half in the middle between the catheter side and the access ports. Blood was freely flowing from insertion site. Pressure applied and IV dc'd. Gauze/tape applied and no further bleeding from site. New piv site needed to be placed on other arm requiring an additional needle stick to pt. Any adverse event and/or medical intervention details: n/a."